Manufacturer narrative:
The pod was received with the soft cannula deployed. Evidence of corrosion was visible through the top and bottom housings. Opening the pod revealed corrosion on all three batteries, resulting in the battery voltages measuring lower than expected, and on the pcb assembly. An external power source was used to download the data. The download data showed no evidence of struggle for the pod to deliver insulin. Leak testing revealed a tear in the unexposed portion of the soft cannula 0.337 in. Away from the soft cannula. The tear resulted in an internal leak that contributed to the corrosion observed inside the pod. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.